Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted. No battery out limit alarm.

Event description:
It was reported that the insulin pump is not working properly. The customer is experiencing high blood glucose for an extended period of time. Customer has treated with manual injections. The blood glucose reading is 368 mg/dl. Customer is extremely thirsty. During troubleshooting, the high pressure test failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.